Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that there was a large air pocket in his reservoir. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer confirmed that he used cold insulin in the reservoir; the insulin was only out of the fridge for five minutes. The customer was advised that insulin should be room temperature so as to avoid air bubbles. No products were returned or replaced.